Event description:
During follow-up, the device battery was noted to be in end of life (eol); thus, premature battery depletion was alleged. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As-received device had no telemetry and no output. Device was cut open and a new battery was installed to enable further testing of the electronic circuitry. Device image was saved and analyzed indicating high battery current measurements as well as eri and eol alerts being triggered appropriately. High current drain was reproduced with new battery installed and it was isolated to the hybrid circuitry.